Event description:
A user facility reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. Upon follow-up, the user facility confirmed the blood leak was internal and occurred during treatment initiation. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed as blood hit the dialyzer. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was less than 10 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. Upon follow-up, the user facility confirmed the blood leak was internal and occurred during treatment initiation. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed as blood hit the dialyzer. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was less than 10 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. Additional information was requested but was not received to date.